Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads that were connected to an implanted device in the abdomen, dislodged approximately six days post implant. The rv lead was repositioned successfully and the ra lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted the outer insulation was cosmetic cut and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.